Event description:
It was reported that the patient presented to the hsopital for non device related reasons. Upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2013 the device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.